Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11i07052 and no exceptions were observed that were related to the reported condition. A batch review was performed for h11j11012 and an exception was noted for molding defect associated with the cap component. There is no evidence to support association to the reported problem. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment was not reported and the patient was recovering. Dianeal therapy was ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.